Manufacturer narrative:
The nurse alleged as the head section of the bed was being raised, a noise was heard and the head section lowered, not a free fall, but more than when the CPR release is pulled and not as controlled. The nurse heard a grinding noise when head was moving. The pt was not injured. The physician investigated and did not find any performance issues with the bed. The accounts plant operations stated that hospital staff had previously worked on the bed, adjusting the CPR cables before and after the event. The technician did notice a ratchet sound coming from the CPR release cable under the bed when lowering with weight applied. The technician found the cable was loose when head section is flat which is normal for an (B) (4) drive in the flat position prior to re-engagement.

Event description:
The account reported that the head section fell, causing discomfort to a pt who just got out of heart surgery. A pt was not injured.